Event description:
It was reported that foley tray was damaged, internal leak. Per additional information received via email on 16sep2025, it was reported that cath tray - (B)(6) - tray cath 16 fr kit indwell lat free 5 cc ball ¿ was delivered by our vendor. Inventory control staff discovered the tray was damaged (see attached photo). There were no obvious signs of damage to the exterior of the packaging, and the outer poly wrap was still intact. The tray was removed from the vendor¿s delivery tote and isolated against accidental use. Leadership was notified to investigate, and a report was submitted to the vendor. No other actions were taken to determine the cause of the leakage to the tray.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), lubrisil surestep foley trays. Visual inspection of the one-photo sample noted that the povidone iodine solution packet leaked through the tray system. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley tray was damaged, internal leak.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), lubrisil surestep foley trays. Visual inspection of the one-photo sample noted that the povidone iodine solution packet leaked through the tray system. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: b, d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley tray was damaged, internal leak. Per additional information received via email on 16sep2025, it was reported that cath tray - abrda 303416a - tray cath 16 fr kit indwell lat free 5 cc ball ¿ was delivered by our vendor. Inventory control staff discovered the tray was damaged. There were no obvious signs of damage to the exterior of the packaging, and the outer poly-wrap was still intact. The tray was removed from the vendor¿s delivery tote and isolated against accidental use. Leadership was notified to investigate and a report was submitted to the vendor. No other actions were taken to determine the cause of the leakage to the tray.